Manufacturer narrative:
Additional information: (expiration date, UDI), (last name, facility name, street 1, street 2, city, region, postal code), (first and last name, email), (phone #). Evaluation summary: one device was evaluated. The product is used in treatment. Service center technician reported that the main board was replaced. Functionality and re-certification performed according to the producer. Safety test was performed. Device is completely operational and safe for patients. Product does not meet specification. No corrective action is required, because no trend has been identified. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use, the unit¿s audible alarm did not work properly. No allegation of patient death or serious injury reported.